Event description:
It was reported that during the meniscus surgery. T1 and t2 were deployed simultaneously. A back up was used to complete the procedure with no significant delay. No patient injury was reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ the protective blue split cannula was returned covering the needle. The white depth/penetration limiter was returned trimmed.t1, t2 and suture were returned separated from the needle. The manual advancement button and actuator was found fully advanced. Anchor advancement, release and stripping off are user controlled actions on this product. There is no automatic deployment mechanism. Inadvertent needle twist or bend can interfere with proper delivery of anchors. No root cause related to the manufacture of the device was confirmed.